Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Consumer alleges battery indicator only shows green lights when fully charged, missing the amber and yellow lights.